Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime test, and excessive no delivery alarm test. The device functioned properly. Intermittent button response noted during testing due to corroded keypad traces. No button error alarm noted. Device received with cracked case on lcd display window corners, cracked reservoir tube, cracked reservoir tube lip, and broken battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. Customer stated the insulin pump had been exposed to the sun but not moisture. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The device was returned for analysis.